Manufacturer narrative:
The field service engineer checked the analyzer and found that the sample probe wash bath is contaminated with gel. He changed the sample probe, performed air purges, aligned ise nozzles, and checked the gear pump pressure. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received questionable sodium (na) results for an unspecified number of patient samples tested on a cobas 8000 ise 1800 module. Some of these results were also accompanied by a data flag. The patient samples were repeated on a different instrument line and over 20 patient sample results had to be amended. Of the data provided, 5 patient samples tested with na on a cobas 8000 ise 1800 module received discrepant results: patient sample 1 initially resulted in a na value of 147.2 mmol/l and repeated as 141.1 mmol/l on a different instrument line. Patient sample 2 initially resulted in a na value of 138.8 mmol/l and repeated as 133.6 mmol/l on a different instrument line. Patient sample 3 initially resulted in a na value of 132.9 mmol/l and repeated as 127.1 mmol/l on a different instrument line. Patient sample 4 initially resulted in a na value of 138.2 mmol/l and repeated as 131.7 mmol/l on a different instrument line. Patient sample 5 initially resulted in a na value of 145.9 mmol/l and repeated as 140.2 mmol/l on a different instrument line. No questionable results were reported outside of the laboratory. The na electrode lot and expiration date were requested but not provided.